Event description:
During a ptca procedure, the stent moved on the delivery device. After rotational atherectomy, the physician experienced difficulty crossing the calcified lesion. After several attempts to cross the lesion, the delivery/stent device was removed. Upon removal, it was noted that the stent had moved proximally on the balloon. No pt injuries or complications were reported.